Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed a kinked tubing under the chamber. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of solution administration set was kinked. This was identified during priming. There was no patient involvement. No additional information is available.